Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, operating currents, selftest, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no alarm during testing. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 47 mg/dl at the time of the incident. Customer did not perform self-test due to blank display screen and got unexpected restart alarm. Troubleshooting steps were guided for blank display screen. Customer was not able to perform troubleshooting of the low blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.